Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back syndrome - other. It was reported that the ins had not been helping them anymore, so they will be having the ins removed. Pt stated that they have had the ins turned off for a few years. When asked for the event date, pt stated that it was just about maybe a year after the ins was implanted and that their body just pretty much rejected the ins. The patient was redirected to their healthcare provider to further address the issue.